Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a failure of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Additional findings were as follows: adhesive on the bending section cover had wear and due to damage on the charged coupled device unit, the image had white dots. The following device components were scratched: bending section cover, control unit, grip, up/down plate, right/left plate, switch 1, light guide connector, and video connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had no image and fogging prevented function failure. The event occurred during a therapeutic procedure. There was no delay, and the procedure was completed with the same device. There was no patient harm associated with the event.